Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2016, a coronary procedure was performed to treat angina and a lesion in the 90% stenosed, mildly tortuous, mildly calcified, mid left anterior descending coronary artery. Pre-dilatation was performed then a 2.25x15mm xience alpine stent was deployed at 6 atmospheres. Post-dilatation was performed at 6 atmospheres. Angiography was performed, but intravascular ultrasound (ivus) was not. On (B)(6) 2016, the patient experienced chest pain and malapposition and thrombosis were confirmed by ivus. The thrombus was treated with thrombus aspiration and implantation of an unspecified stent. The patient recovered. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It was reported the stent was deployed at a pressure below nominal, which likely contributed to the stent not fully apposed to the vessel wall. The xience alpine everolimus eluting coronary stent system instructions for use states: deploy the stent slowly by pressurizing the delivery system in 2 atm increments, every 5 seconds, until stent is completely expanded. Fully expand the stent by inflating to nominal pressure at a minimum. The investigation was unable to determine a conclusive cause for the reported patient effects; however, the difficulty deploying the stent, additional treatment, and hospitalization appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial MDR being filed, the following information was received: the patient was still in the hospital on (B)(6) 2016 when the incident occurred.